Event description:
A customer reported to beckman coulter, inc (bec) that there was a cleaner leak in the unicel dxh 800 coulter analysis system. The volume of the leak was approximately 50 to 60 ml and was inside the specimen transportation module (spm) in the vicinity of the blood sampling valve (bsv) and the stain chamber in the air mix temperature control (amtc) module of the instrument. The leak was contained within the instrument and did not spill on any critical component that could cause erroneous results. The operator was wearing gloves, a lab coat, and goggles at the time of the event. There was no exposure to mucous membranes or open wounds, and the operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No patient results were affected by the leak, and there was no death, injury, or change to patient treatment as a result of this event. The field service engineer (fse) ran startup and shutdown but did not observe the problem. The fse replaced the nrbc, diff, and retic mix chambers and the aspirate needle as a preventative measure but did not find any defects or problems with the replaced parts. The fse suspected that a chamber had overflowed possibly due to a plug in the nrbc mix chamber that was cleared. The amtc module contains the nrbc, diff, and retic mix chambers and the retic stain chamber. Blood, 6c cell control, retic-x cell control, diluent, dxh cell lyse, dxh diff pack reagent, and dxh retic pack reagent may be present in the amtc during normal operation and dxh cleaner during shutdown. The cause of the leak is most likely attributed to a mix chamber overflow.

Manufacturer narrative:
Mix chamber. (B)(4).